Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a polarity switch and exhibited high impedance. Variable capture and sensing was also noted. There were periods of pacing inhibition due to noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.